Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 50 mg/dl with unsteadiness while standing and walking. It was reported the pump experienced an intermittent power issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the battery cap top was worn and the battery cap had not been replaced per pump instructions. This complaint is being reported because alleged hypoglycemia was attributed to an intermittent power issue related to a damage battery cap.